Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair quote determined the unit had a cut cable, damaged machined head, worn component, corrosion, out of calibration and the control bar was not correct; however, the repair was not completed because waiting on quote approval. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. South africa. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the unit was damaged due to negligence in theatre. The event occurred outside of surgery. There was no patient involvement, no harm, and no delay. Due diligence is complete. The investigation found evidence that the cable was cut and there were exposed wires. No further information is available at this time.